Event description:
A pt called and reported that meter would not power on. Pt had symptoms of dry mouth and claims that pt has been obtaining blood glucose readings in the 300's and 400's in the last 24 hrs. Pt checked pt's sugar on pt profile meter (reading unk). Customer care rep had pt check that the batteries are good and they are correctly installed (positive + side up). Inserted a test strip and meter still did not power on. Customer care rep unable to resolve the issue. No further info has been rported.